Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) would not boot up. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.